Event description:
It was reported that a parity error created a power on reset to occur. Programmed parameters appeared unchanged. All diagnostic data was cleared. The lead integrity alert software was to be reloaded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for critical ram parity error occurred, addr=2cdb, data=04, on (B)(6) 2011 08:06:51. One patient alert for device circuit error occurred on (B)(6) 2011 08:06:51. Diagnostic information is consistent with reported event.